Event description:
A review of the surgeon's report indicates that after using duramesh msi-5015 / lot #f404gfr on a surgery performed (B)(6) 2025 the patient was observed on (B)(6) 2025 to require post-surgical intervention. The patient was admitted for an end ileostomy takedown procedure and fascial closure with duramesh. The knots appeared to come unsecured post-surgery. Number of patients: 1

Manufacturer narrative:
Former end colostomy site had an unraveled knot. The suture was not broken and the fascia was intact. Surgeon reported to manufacturer in a follow-up verbal interview that the device knot became unsecured due to only applying 3 or 4 throws, not alternating, a lapse in technique and user error. Post-surgical inquiry indicated. Patient has fully recovered.